Event description:
Nellcor puritan bennett received info that suggested that the device failed to alarm when it became disconnected from the pt. The customer reported that there was no harm to the pt.

Manufacturer narrative:
Npb is currently in the process of evaluating the device. Npb will notify FDA the results of the eval when this info becomes available.